Manufacturer narrative:
The user facility medwatch indicated this event occurred on (B)(6) 2022. A review of our service records indicates there were no requests for service received from the customer in regard to a door panel issue from (B)(6) 2022 to present date. A steris district service manager has contacted the customer for additional information regarding the reported event. To date, we have not received a response from the customer. The sterilizer subject of the event was installed in 2018 and is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. On may 26, 2022, steris performed a billable preventive maintenance on the sterilizer per the request of the customer. Preventive maintenance is scheduled two times per year for the amsco 400 sterilizer. The amsco 400 sterilizer operator manual states (1-3), "warning: personal injury hazard and/or equipment damage hazard: caution - possible equipment damage: regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact your steris service representative to schedule preventive maintenance." Our most recent service request from the customer for the unit subject of this event was in november 2022 and the unit had repairs performed unrelated to the door. Following the repairs, the unit was tested, confirmed to be operating according to specifications, and returned to service. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.

Event description:
The user facility reported via medwatch report #(B)(4) that the panel for their amsco 400 sterilizer door hinge cover is getting caught on the door causing the door to become damaged and difficult to open and close. No report of injury.